Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received discrepant results for 1 patient tested for elecsys hcg + beta test system on a cobas e411 immunoassay analyzer. The initial result was 9637 miu/ml. The repeated result was 0.100 miu/ml with a data flag. No questionable results were reported outside of the laboratory. The reagent lot number was 470489. The expiration date was requested but not provided.

Manufacturer narrative:
The last calibration was performed on (B)(6) 2021, the calibration signals were lower than expected. The qc recovery was acceptable. The alarm trace was requested but not provided. The investigation found the customer was not using rack adapters with 13mm tubes. The cobas e411 operator¿s manual indicates that the correct use of standard tube rack adapters (sdtas) is mandatory for 13mm tubes, to prevent incorrect results and errors due to misaligned sample tubes. A general instrument or reagent problem could not be identified. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.